Event description:
Health care professional (hcp) reported pt (pt) receiving hemodialyis treatment on the 550 device had more fluid removed than goal set. More info regarding the event has not been obtained.